Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had worsening of methicillin-resistant staphylococcus aureus (mrsa) celulitis at driveline site with frank pus and pus at the right upper extremity (rue) peripherally inserted central catheter (PICC). Patient felt well and remained afebrile throughout hospitalization. On day of admission, he had a bump in white blood count from 7 to 11 (alcohol was .7). This resolved back to baseline by the following morning. CT abdomen and pelvis with contrast showed possible developing abscess but with no drainable fluid. Patient was continued on intravenous daptomycin and cefepime started to broaden coverage pending cultures. Echo ruled out valve vegetations. Debridement was performed for lvad driveline and the sharp excisional debridement involved skin and subcutaneous fat. There was a large abscess and a large area of infected tissue around the driveline. CT surgery was able to remove all of the visibly infected tissue, which was sent for culture. The wound bed measured 11cm long x 2cm wide x 3cm deep. A wound vacuum-assisted closure was placed after delay due to prolonged bleeding at the surgical site.